Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and found that the monitor not accessible for inspection. The rse requested customer to log new call once it's available for inspection. The customer has not called back. The customer declined further assistance at this time and will call back when the device is available for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the monitor was not giving a red alarm when the heart rate is high or low. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.